Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, h6 impact codes and h6 device codes.

Event description:
It was reported that there was undersensing on the right ventricular (rv) lead resulting into overpacing. Upon review of the presenting, there was low pacing impedance measurement at 467 ohms noted. Technical services recommended bringing the patient in for further troubleshooting. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that loss of capture observed on the rv lead was a result of lead dislodgement. Fluoroscopy was performed to confirm this observation. The rv was successfully revised and remains in-service. No adverse patient effects were reported.

Event description:
It was reported that there was undersensing on the right ventricular (rv) lead resulting into overpacing. Upon review of the presenting, there was low pacing impedance measurement at 467 ohms noted. Technical services recommended bringing the patient in for further troubleshooting. This rv lead remains in service. No adverse patient effects were reported.